Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels had reached 20.8 mmol/l (375 mg/dl) after having meal. The patient guessed the carbohydrate amount and the patient 's bg levels reduced to 5.6 mmol/l (101 mg/dl) the next morning. Before lunch, on (B)(6) 2018, the patient's bg levels were 11.6 mmol/l (209 md/dl) and had elevated to 18 mmol/l (324 mg/dl). A correction bolus of 2.5 units was administered to treat the hyperglycemia but the patient smelled insulin and decided to remove the pod after 48 hours of wear on the hip/buttocks. The patient then noted the cannula was bent and the insertion site appeared inflamed. A new pod was applied and 1 unit of insulin was administered. After an hour the patient's bg levels reduced to 13.9 mmol/l (250 mg/dl).